Event description:
It was reported that the deep brain stimulation (dbs) lead bent, 10 cm from the lead end and was found prior-to-use at the operation. The lead was not used in the patient. The doctor used a back-up lead. The operation was completed without problems. There was no health hazard. The product was not returned as it was discarded at the hospital.

Manufacturer narrative:
(B)(4).